Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder surgery, the specialist requested an accu-pass with a minitape point, the device was located inside the joint, but decided to relocate it, and when trying to pass the point again, the accu-pass bent. The specialist tried to retrieve the needle, but it did not go back, and the device broke at the junction. The broken pieces were taken out with caution together with the cannula. The procedure was completed with a 10-min delay using a smith and nephew back up device. The patient's health was not affected.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation showed the needle crescent is broken and deformed at its attachment point to the outer tube. The pickled flat wire is caught inside the crescent. A functional evaluation showed that moving the thumb lever deploys the flat wire out of the outer tube with the crescent stuck to the tip of the wire. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force or torsion to the device. No containment or corrective actions are recommended at this time.